Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient line of a peritoneal dialysis cassette and an effluent sample bag leaked. This was identified when the nurse was filling the bag. The patient received prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.